Event description:
It was reported that (1) tlc55 was used during a colon procedure. It was reported by the rep that the device does not staple completely. Opened a new device from another lot number to complete the case. There was no consequence to the pt.